Manufacturer narrative:
E1 - initial reporter facility name, address, and phone: (B)(6).

Event description:
It was reported that the stent became loose on the balloon. The stenosed target lesion was located in the renal artery. A 7.0mmx19mmx150cm express sd stent balloon expandable was selected for stenting. During the procedure, the stent entered the patient's body and reached the stenosis site. However, it was noted that the stent was about to detach, the physician withdrew the stent and noted that the stent and the balloon were falling off. The stent was still intact on the balloon, but it became loose. The device was simply pulled out without any additional intervention, and nothing was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damage and is no longer in the manufactured position. The inflation lumen and guidewire lumen is separated 5.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is no longer in the manufactured position.

Event description:
It was reported that the stent became loose on the balloon. The stenosed target lesion was located in the renal artery. A 7.0mmx19mmx150cm express sd stent balloon expandable was selected for stenting. During the procedure, the stent entered the patient's body and reached the stenosis site. However, it was noted that the stent was about to detach, the physician withdrew the stent and noted that the stent and the balloon were falling off. The stent was still intact on the balloon, but it became loose. The device was simply pulled out without any additional intervention, and nothing was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.